Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34, (lot: 0012728252); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the transcatheter aortic valve evfxplus-34, the fluoroscopic loading check revealed a frame node overl ap extending to the 3.5 node. A pre-implant balloon dilatation was performed with a 25 millimeter balloon prior to valve deployment. The valve was advanced to the annulus via the groin over a non-medtronic guidewire and deployed to 80%, at which point a contrast I njection was performed and infolding was observed. The valve was subsequently recaptured and withdrawn from the patient. A second valve, was loaded and balloon dilatation was repeated with the same 25 millimeter balloon. The new valve was delivered into the patient via the groin and the procedure was successfully completed. No patient complications have been reported as a result of this event.

Event description:
It was reported that prior to the transcatheter aortic valve evfxplus-34, the fluoroscopic loading check revealed a frame node overl ap extending to the 3.5 node. A pre-implant balloon dilatation was performed with a 25 millimeter balloon prior to valve deployment. The valve was advanced to the annulus via the groin over a non-medtronic (safari) guidewire and deployed to 80%, at which point a c ontrast injection was performed and infolding was observed. The valve was subsequently recaptured and withdrawn from the patient. A second valve, was loaded and balloon dilatation was repeated with the same 25 millimeter balloon. The new valve was delivered into the patient via the groin and the procedure was successfully completed. No patient complications have been reported as a result of this event. Additional information was received indicating that a procedural delay occurred as a result of the infold. Nothing in terms of the patient anatomy contributed to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.